Event description:
On (B)(6) 2014, lay user/patient contacted lifescan (lfs) UK, alleging that her onetouch vita meter read inaccurately high compared to her feelings and normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. The patient reported that the alleged meter inaccuracy issue began 3 weeks prior to contacting lfs. The patient stated she manages her diabetes with insulin and oral medications (metformin, pioglitazone) and adjusts her dose of insulin based on meter results. The patient stated she tests her blood glucose five to six times a day. The patient¿s normal blood glucose range is 5-7 mmol/l in the morning. During the follow-up call, the patient reported obtaining inaccurately high readings on several occasions. The patient reported obtaining blood glucose readings of ¿15 mmol/l¿, ¿12.7 mmol/l¿ and ¿very high readings¿ on unspecified dates/times. The patient reported that on (B)(6) 2014, she obtained an unspecified high blood glucose reading and took an increased dose of insulin based on this reading. One hour later, the patient claimed she became ¿hypo¿ and described her symptoms as ¿shivery, muscles shivery, cannot think¿. The patient claimed she took sugar in response to the symptoms and felt better soon afterwards. During the follow-up call, the patient attributed the onset of the symptoms to something being wrong with the meter. At the time of troubleshooting, the csr confirmed the unit of measure was set correctly on the meter at the time of testing. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.